Event description:
A hospital in (B)(6) reported that an rt340 adult dual-heated evaqua breathing circuit did not pass the ventilator leak test and that holes were found on the tube. This was reported prior to use.

Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit was returned to the manufacturer for evaluation. The returned complaint breathing circuit was visually inspected and pressure tested for leaks. Results: the visual inspection revealed a hole on the expiratory (evaqua) limb approximately 6.5cm away from the patient end connector. The pressure test revealed excessive leak from the observed damage, confirming the reported fault. A lot check could not be performed as no lot number was provided. Conclusion: based on inspection of the hole, the complaint evaqua expiratory limb of the breathing circuit was punctured or scratched by a blunt object. All breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. This suggests that the breathing circuit was punctured post-production, possibly during storage or setup. The key difference between fph's evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however, the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and circuit hangers. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. (B)(4).